Event description:
It was reported the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead was noted to have high impedance measurement. Upon multiple attempts, the impedance measurement on the rv lead remained high and out of range. The physician elected to remove and replace the rv lead on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing found no indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. No other anomalies were seen.